Manufacturer narrative:
Concomitant medical products: product ID 377760, lot# v012101, implanted: (B)(6) 2006, product type: lead; product ID 377760, lot# v012101, implanted: (B)(6) 2006, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported the stimulator stopped working about six months prior to the report. There was a poor communication screen on the patient programmer. The patient tried replacing the batteries. While the patient had a rechargeable device, he did not have an implantable neurostimulator recharger (insr). The last time the patient felt stimulation was over six months ago and the last successful recharge session was unknown. Later, the patient called and repeated that he was unable to recharge.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was ¿not functioning¿ and ¿not working at all¿. It was also noted that the stimulation sensation had stopped suddenly about a month ago. The patient had not had the ins device checked as their managing healthcare professional (hcp) was 2 hours away. There were no further details, interventions or an outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.